Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the unit operating to specification. The reported event could not be duplicated. As a preventive maintenance, the technician replaced the unit's oil and filters, completed a test cycle and returned the unit to operation. The employee subject of the reported event was not wearing the appropriate ppe as recommended in the v-pro 1 plus operator manual. The operator manual (6-11) states, "unload sterilization unit: steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical -resistant gloves when using the sterilization unit." In addition, the operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The steris technician confirmed that the facility's protocol is to always wear gloves while unloading the v-pro 1 plus sterilizer.

Event description:
The user facility reported an employee received a chemical burn on the back of her hand while removing a package from the v-pro 1 plus sterilizer. The employee was sent to the facility's health services to have her hand examined. No procedural delays/cancellations were reported.